Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/3. (B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced ¿a nodule or granuloma, hard and red unilateral palpation¿ after injection in ck1, ck2 and ck4 with juvéderm® voluma¿ with lidocaine. Biopsy was not provided. Treatment information was not provided.